Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent two days after being admitted to the hospital for another indication. The cause was not reported. Two days after the onset of event, the patient was treated with voncon for cloudy effluent. At the time of this report, patient outcome was not reported. Pd therapy was ongoing. No additional information is available.